Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump causing the patient line to be pulled out of the cartridge. During troubleshooting the customer was changing supplies when the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The contact loaded a new cartridge and the issue was resolved. The customers blood glucose (bg) level was impacted (60 mg/dl) the customer drank milk to stabilize bg level.